Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed keeping shocking vector programmed coil to can and discussed options for additional testing. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient was seen in clinic and measurements of 69 ohms were observed when the shocking vector was programmed coil to can. No adverse patient effects were reported.